Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. Unable to confirm motor error alarm and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. The pump was received with cracked reservoir tube lip and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump went to rewind and then had a blank display. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.